Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of the event was 37 mg/dl. Prior to the incident, the customer stated that she had an accidental over bolus at midnight and this was why she went low. She fainted and her son found her. The customer also stated that she has neuropathy and as a result of this condition, it is difficult for her to feel the vibrations of the pump when the device is telling her that she is going low. No further information was provided.